Event description:
During an unspecified procedure, the shaft of the quantum maverick2 monorail balloon balloon catheter fractured during prep. The procedure was completed with a different device. No pt injuries or complications were reported. Pt status is listed as "okay".